Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v192312, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that there were high impedances, so x-rays and reprogramming were done. The implantable neurostimulator (ins) was to be reused at the lead revision, but the screw would not lock the lead into place. A new ins and lead were used. No patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.